Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that approximately 10 minutes after the start of the procedure, the patient¿s shoulder began to swell significantly, and saline solution (nacl) was forcefully expelled from the access sites under high pressure. The procedure was interrupted and the inflow day cassette was replaced. No improvement of the situation occurred. The shoulder remained severely swollen, and the irrigation fluid continued to be expelled with unchanged force and range. The pressure was reduced to 30 mmhg, but without any change in the situation. There was an extremely high consumption of nacl throughout the procedure. The procedure was completed under difficult conditions. The medical procedure was performed under extremely difficult conditions and was successfully completed by: replacement of the inflow day cassette, reduction of pressure.